Event description:
Customer reported the computer on the coulter lh 750 hematology analyzer was not working. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse identified a leak which had damaged the diluter interface card cable causing the computer to fail to function on the analyzer. The customer was unaware of the leak. The leak originated from the waste line inside the cabinet where the computer is located. Fluid leaked onto the cable, damaging the cable. The leak was contained to the cabinet. The fse was wearing gloves, lab coat, and safety glasses at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that the waste line was worn and was leaking. The fse replaced the waste line and the leak was repaired. The fse found that the leak damaged the diluter interface card cable, causing the computer to fail to function. The fse replaced the diluter interface cable and the instrument ran without any errors.